Event description:
This is a solicited case report received from a pharmacist in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: (B)(4). On (B)(6) 2016, essure (fallopian tube occlusion insert) was inserted (lot number e25509). Pharmacist reported prematured release of implant at the end of first rotation of the thumbwheel and before using release button with proximal part of the implant breakage. The event occurred at the end of the essure placement procedure. Implant was correctly placed. Insertion failure was due to technical reason. Bilateral insertion was done with the involved essure system. Delivery handle was kept and available in the pharmacy. No further information was provided. Follow-up received on 10-nov-2016 from device breakage questionnaire: health authority number was reported: (B)(4). The breakage occurred in the inner coil and was diagnosed during placement. The instructions were followed. There was no deviation from the insertion procedure as described. Essure was not removed. The broken pieces were retrieved in uterus. There was no patient injury. It was stated the breakage could not have led to serious injury under less fortunate circumstances. The device was available. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in (B)(4) as there was proximal part of the implant breakage. The broken pieces were retrieved in uterus, but essure was not removed. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and that it occurred in the context of prematured release of implant at the end of first rotation of the thumbwheel and before using the release button during the insertion, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. A product technical complaint analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: the rqu has not received returned product. This case is being processed as if no product will be returned. If product is received in the future, an investigation will be completed on the returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although it is possible the essure device could have been defective prior to removal from the package. The possibility of outer coil breakage and a premature detachment event are anticipated events, no event was reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 5-dec-2016: ptc investigation result received. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who was involved in essure (fallopian tube occlusion insert) generic reimbursement program as there was proximal part of the implant breakage. The broken pieces were retrieved in uterus, but essure was not removed. Device breakage is an anticipated event in the reference safety information for essure. Given the nature of this event and that it occurred in the context of prematured release of implant at the end of first rotation of the thumbwheel and before using the release button during the insertion, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. Product technical analysis was performed as review of the manufacturing batch record (complaint sample was not available). According to results, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This (B)(6) female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. E25509) inserted. The report describes a case of device breakage ("proximal part of the implant breakage / breakage occurred in the inner coil / broken pieces were retrieved in uterus"), device deployment issue ("prematured implant release at the end of rotation of the thumbwheel and before using release button") and complication of device insertion ("complication of device insertion"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown and the device deployment issue had resolved. The reporter considered complication of device insertion, device breakage and device deployment issue to be related to essure. The reporter commented: the breakage occurred in the inner coil and was diagnosed during placement. The instructions were followed. There was no deviation from the insertion procedure as described. Insertion failure was due to technical reason. Bilateral insertion was done with the involved essure system. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 1632 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 6-jun-2017. Other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 46-year-old female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. E25509) inserted. The report describes a case of device breakage ("proximal part of the implant breakage / breakage occurred in the inner coil / broken pieces were retrieved in uterus") and complication of device insertion ("complication of device insertion"). Other product or product use issues identified: device deployment issue "prematured implant release at the end of rotation of the thumbwheel and before using release button" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: the breakage occurred in the inner coil and was diagnosed during placement. The instructions were followed. There was no deviation from the insertion procedure as described. Insertion failure was due to technical reason. Bilateral insertion was done with the involved essure system. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: ptc result: unable to confirm complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.